Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break in the 3cg stylet was confirmed and the cause appears to be related to use of the device. One 3cg stylet was returned for investigation. A visual observation of the returned sample revealed evidence of use. Blood residue was observed on the white wire. A kink was observed in the stylet wire 4.8, 23.0, and 57.0 cm from the distal end of the yellow tab. A break in the polyimide tubing was observed 4.05 cm from the proximal end of the polyimide tubing and the distal segment of the stylet was not returned. A 1.4 cm segment of core wire extended from distal end of polyimide tubing. A microscopic examination of the tls stylet revealed eight and one-half magnets in the polyimide tubing. The polyimide tubing was kinked in between each magnet. The cross section at the distal end of the polyimide tubing was noted to be uneven and granular. It appears that the stylet was kinked during use, which may have initiated the fracture in the tls stylet. It was reported that resistance was noted during insertion due to vein bifurcation. No further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use. The powerpicc solo IFU states, ¿avoid sharp or acute angles during implantation.¿ ¿for central placement, when the tip has advanced to the shoulder, have the patient turn head (chin on shoulder) toward the insertion side to prevent possible insertion into the jugular vein.¿ the IFU for the 3cg stylet states, ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces, may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury.¿ ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break in the 3cg stylet was confirmed but the exact mechanism of damage is unknown. One 3cg stylet was returned for investigation. A visual observation of the returned sample revealed evidence of use. Blood residue was observed on the white wire. A kink was observed in the stylet wire 4.8, 23.0, and 57.0 cm from the distal end of the yellow tab. A break in the polyimide tubing was observed 4.05cm from the proximal end of the polyimide tubing and the distal segment of the stylet was not returned. A 1.4cm segment of core wire extended from distal end of polyimide tubing. A microscopic examination of the tls stylet revealed eight and one-half magnets in the polyimide tubing. The polyimide tubing was kinked in between each magnet. The cross section at the distal end of the polyimide tubing was noted to be uneven and granular. It was reported that resistance was noted during insertion due to vein bifurcation. The extent of stylet damage, if any, that occurred during insertion cannot be verified since it was reported that the stylet was kinked/bent due to being discarded after use. It was reported that stylet removal from the PICC was difficult. The powerpicc solo IFU states, ¿avoid sharp or acute angles during implantation.¿ ¿for central placement, when the tip has advanced to the shoulder, have the patient turn head (chin on shoulder) toward the insertion side to prevent possible insertion into the jugular vein.¿ the IFU for the 3cg stylet states, ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces, may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury.¿ ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ it was reported that the patient was ¿very ill¿ and it could not be determined which reported complications (e.g. Need for blood and hospitalization) were associated with the patient¿s condition at that time.

Event description:
The patient's husband reported that she had a PICC placed at (B)(6) in (B)(6) in (B)(6) 2016. He states the stylet was said to be difficult to remove and detached and migrated to her lung. She had surgery and part of the wire was removed but reports that some of it remains in her lung. He states she was hospitalized for 3 months and the product was discarded. He states the radiologist read the x-ray from the PICC placement and part of the wire was 2-3 inches from the patient's lung. It was also reported via telephone that the patient "almost died 5 times" and had received 26 bags of blood at the hospital. She states the hospital ran out of a+ blood and had to give her type o blood. Per telephone call with the hospital on (B)(6) 2017, confirmed the wire was initially discarded but was later retrieved to return to manufacturer for evaluation. She reports the wire was kinked and bent due to being discarded in a bin but was not in that condition immediate post removal. She re-iterated that the inserting nurse met resistance during insertion and immediate stopped. She attempted to remove the wire but it got "caught". She applied heat to the patient's arm to promote vessel dilation and then removed the wire. When requesting clarification regarding the patient's hospital stay, the facility contact reported the patient was "very ill" and they were "in a rush to transfer her to a different hospital". She reports the details of the patients disease state and hospital stay are documented in the patient's chart but that she is not going to open her chart to obtain that information for the manufacturer.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reaw0097 showed no other similar product complaint(s) from this lot number.

Event description:
Nurse reported that she hit resistance due to vein bifurcation on placement. Nurse stated that they repositioned the arm and had no trouble getting in. Nurse reported that they were unable to get a clear EKG so they ordered an x-ray. Resistance was felt removing the guide wire and nurse stated that they could not remove the line. Nurse then stopped and used a heat pack on the patient¿s arm and then removed the guidewire slowly. The 3.1 cm & .3 cm fragmented pieces were seen on x-ray near the lung. Nurse stated that the guidewire appears to have been stripped. Patient has since been transferred out to different facility. It is unknown if the fragments have been removed.